Event description:
It was reported that during a meniscal repair surgery, the t2 suture didn't came out the device, all t's were removed from the patient. A minor delay was reported. No patient injuries reporte. A backup was used to complete the procedure.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that during a meniscal repair surgery, the t2 suture didn't came out the device, all t's were removed from the patient. A minor delay was reported. No patient injuries reported." T1, t2 and suture were not returned. Visual inspection indicated that the needle was quite bent toward the right, bowed downward and twisted. Per IFU: "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". Functional test was impossible due to the damage attained. The device no longer cycled or actuated. The actuator was jammed forward out the distal tip of the delivery needle. No mechanical issue was found for the device returned. No root cause related to the manufacture of the device was confirmed. User facility was left in blank, should be marked.